Manufacturer narrative:
(B)(4): the complaint device was not returned for analysis; therefore a failure analysis of the device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4)

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified and moderately tortuous native distal circumflex artery. A choice pt guide wire was advanced across the lesion. The 12mm x 1.50mm apex flex balloon catheter was then advanced over the wire for pre-dilatation. During the first inflation, the balloon ruptured at 12atms. The balloon was removed intact. The physician did not make further attempts to treat this lesion; however, there were multiple lesions treated during this procedure. There were no patient complications reported and the patient's status is fine.